Event description:
It was reported that during the procedure, the physician found that the output energy of the fiber was small after connection, the procedure was completed with this device. The patient is stable, no patient complication reported.

Event description:
It was reported that during the procedure, the physician found that the output energy of the fiber was small after connection, the procedure was completed with this device. The patient is stable, no patient complication reported.